Event description:
Doctor reported events of "abdominal abscess" from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol 254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 7 pts listed in table 2 of the article who were diagnosed with an abscess.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abscess is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abscess as follows: there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, abnormal healing and wound infection. "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."